Event description:
The customer reported that they performed antibody screen testing with the mts anti-igg gel card lot# 042406001-22 and observed false negative reactivity.

Manufacturer narrative:
Malfunction of the individual gel cards used for the relevant tests, albeit unlikely, cannot be ruled out with absolute certainty. In this case, the presence of the anti-e antibody was identified in the pt sample upon repeat testing, preventing erroneous results from being reported outside of the lab. The pt was transfused with compatible blood and no death or serious injury was reported. However, if an incident of this nature were to recur undetected, a false negative reaction in indirect antiglobulin tests may lead to the transfusion of incompatible blood. Stn# 103461.